Event description:
It was reported that the ilet¿s settings changed without user input, including incorrect date/time entries and a cgm target switching from ¿usual¿ to ¿less than,¿ which aligns with a date/time-related software problem involving the device¿s clock. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and engineering logs. Investigation of this case revealed a date/time-related software problem linked to the clock component and inconsistent or incorrect data definition in the logs. It was concluded, based on previously established findings for similar reports, that the cause was inadequate design change validation.

Manufacturer narrative:
Initial.